Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25146111 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/27/2021. An investigation was conducted on 02/16/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the one bipolar electrode. There were no visual defects observed on the harvesting device. The endoscope was not returned for evaluation. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous), not able to fix the vasoview 7cannula inside the endoscope. Only one length vein is required pa managed to took one length vein with same vasoview 7. Cannula difficult to insert, scope did not retract. CABG-outcome-surgery completed successfully.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous), not able to fix the vasoview 7cannula inside the endoscope. Only one length vein is required pa managed to took one length vein with same vasoview 7. Cannula difficult to insert, scope did not retract. CABG-outcome-surgery completed successfully.